Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was over delivering. The customer stated insulin was dripping from the end of the set before connecting at the site. No harm requiring medical intervention was reported. Troubleshooting was not completed as the customer had run out of infusion sets. The insulin pump will be returned for analysis.